Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced light headedness and presented in clinic. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible with isometrics and no other anomalies were noted. During lead revision, the physician noted insulation anomaly on the lead. The lead was explanted and replaced. The patient was in stable condition post operation. The patient would continue to be followed normally.